Event description:
During use, the needle electrodes broke off at the hub. It was possible to remove the needle without any problem.

Manufacturer narrative:
Reference samples have been tested; all tested products fulfill the product specifications and the reported problem cannot be reproduced. The quality control records have been reviewed and show no evidence of any abnormal situation.